Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735797, serial/lot #: -, ubd: , UDI#: h3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that only 61/151 slices of an image downloading from wireless electronic picture archiving and communication systems (pacs). The registered nurse (rn) confirmed that all the image slices appeared without issue on the office computer. Technical services (ts) had rn: check if the issue occurred with downloading another patient, but issue was not replicated, perform start test for the pacs connection in digital intercommunication of medicine (dicom) transfer and had all green statuses, and lastly check if this issue occurred with a wired connection, the issue only occurred with this specific patient image. There was no patient involvement.